Event description:
Crews responded to a cardiac arrest call, the pt was doa when the crew arrived. Disposable defibrillation electrodes were attached to the pt, the device indicated connect electrodes and use of the defibrillator was inhibited. The device operator pressed the analyze key 2 more times with the same connect electrodes indication. The ambulance crew arrived on scene and took over care to the pt. The pt was not resuscitated.